Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not started an active cgm session and the control iq feature was working as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.